Event description:
It was reported that the patient presented to the clinic for a routine follow up, and the pulse generator exhibited backup vvi operation. On (B)(6) 2013, during the explant procedure, the pulse generator exhibited backup vvi operation due to emi detection and further interrogation was not possible. The device was successfully explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that the pulse generator was in backup vvi mode. Analysis confirmed normal battery depletion.